Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, the physician was unable to obtain a cervical seal because the patient had a loose cervix. The hta procedure was discontinued at this point. Upon additional follow up with the physician, it is reported that the patient did not have a patulous cervix and had previous vaginal births which caused the cervix to be loose. A cervical leak occurred during the procedure. However, a burn did not occur. No alarm or error messages were generated. The procedure could not be completed due to these conditions. There were no further complications reported with this event and the condition of the patient is reported to be "fine."

Manufacturer narrative:
The complainant indicated the device was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.